Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, heartsine collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. The electronic records in the device were evaluated, and while the reported issue was not verified, based on the review, it can only be suggested that the issue was due to an incorrectly seated pad-pak by the user, as it was noted that device powered off during the event. However, a conclusive cause could not be determined. The returned device was archived by heartsine and the customer received a replacement device.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.